Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with a bilateral salpingo-oophorectomy and two cystoscopies. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, nocturia, and painful bladder. It was reported that patient concurrently underwent bilateral salpingo-oophorectomy.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urgency, nocturia, and painful bladder. It was reported that patient concurrently underwent bilateral salpingo-oophorectomy.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic pain. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. (B)(4).